Manufacturer narrative:
D10 concomitant products: 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot # j5j3285gy); 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot # j5j3285gy); 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot # j5g2679gy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic hernia, while gaining access, plastic pieces of the valves of four ports broke and fell into the cavity of the patient. The surgeon removed the pieces of plastic when they could be found. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device spiked trocar was received. The obturator was received. The circular seal was cut with a piece disengaged. The duckbill seal, cannula and the flanges of the anchors appeared intact. During functional testing, when the instrument was actuated, the device unlocked, and no issues were presented. The device passed an air leak test. The manufacturing assessment concluded that the product was roughly handled and the circular seal was cut with a piece disengaged. It was reported that plastic pieces of the valve broke and fell into the cavity of the patient. The reported issue was confirmed the product analysis noted evidence that the device was not used as intended. As an attempt to replicate the condition observed, one sample was taken from the assembly line and intentionally the trocar was inserted into the cannula at an angle position. It was observed that the outer seal got damaged similar as the one from the sample received. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.